Manufacturer narrative:
Correction to date of event has been changed from (B)(6) 2015. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported infections could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a bacterial infection which started on (B)(6) 2015. The location of the infection was reported to be the outflow tract. The patient developed a fever of 102f and blood cultures were positive for (B)(6). The patient was hospitalized, medication changed and was treated with unspecified antibiotics. No additional information was provided.